Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-12f mynx control venous vascular closure device (vcd) did not achieve hemostasis as active oozing of blood continued throughout deployment in the right femoral vein, and the sealant appeared on the gauze fully saturated with blood with the grip tip still attached; during use in the left femoral vein, active oozing continued throughout deployment and upon removal the sealant remained adhered to the device with the outer portion red with blood and the inner portion remaining white. Manual pressure was applied for approximately 15 minutes on the right side and continued for approximately 30 minutes when oozing persisted. Manual compression was held for 20 minutes on the left side and hemostasis was achieved. The vcds were used with avanti sheaths. There was no reported patient injury. Prior to device insertion in the right femoral vein, oozing was noted around the sheaths. Prior to removal of all devices, both groins were hydrated with full syringes of saline. The mynx devices will be returned for evaluation while the avanti sheaths will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6.complaint conclusion:as reported, the sealant of three 6f-12f mynx control venous vascular closure device (vcd) did not achieve hemostasis as active oozing of blood continued throughout the bilateral deployments. Two mynx venous devices were used in the right femoral vein, and one was used in the left. Regarding the device used in the right femoral vein, the sealant appeared on the gauze fully saturated with blood with the grip tip still attached. Regarding the device used in the left femoral vein, active oozing continued throughout deployment and upon removal the sealant remained adhered to the device with the outer portion red with blood and the inner portion remaining white. The sealant did seem to stick to the device. Manual pressure was applied for approximately 15 minutes on the right side, oozing persisted and pressure was reapplied for approximately 30 additional. Manual compression was held for 20 minutes on the left side and hemostasis was eventually achieved bilaterally. The vcds were used with avanti sheaths. There was no reported patient injury. The mynx devices were used in an interventional atrial fibrillation (afib) ablation case. The procedure used an antegrade femoral venous approach on the right side. The right vessel diameter was verified, via ultrasound, to be greater than or equal to 5 mm in diameter. An unknown 11fr sheath introducer was used on right femoral vein (rfv). There was no tortuosity of the right vessel and no presence of pvd / calcium in the vicinity of the right puncture site were noted. Prior to device insertion in the rvf, oozing was noted around the sheath. There were no issues noted during the right side balloon retraction at the button#2 step. Upon removal of the device there was pulsatile bleeding of the right puncture site noted immediately. The sealant was deployed to the proper location. The left femoral vein (lfv) sealant deployment followed all protocol throughout. Buttons #1 and #2 of the device used on the left side were both fully depressed and the balloon of the device used on the left side was fully deflated. There was no resistance noted during use of the device on the left side. Prior to removal of all devices, both groins were hydrated with full syringes of saline. During the procedure an unknown total dosage of heparin was given. Additionally, 40 mg of protamine were given just prior to closure, and an additional t10 mg more were given after device deployment to assist in the bleeding post deployment. According to the facility the devices were not stored at temperatures exceeding 25 °c and the physician is certified on use of the mynx device. Other procedural details were requested but were not provided.the product was not returned for analysis. A review of the manufacturing documentation associated with lot f2531107 presented no issues during the manufacturing process that can be related to the reported event.the reported event of ¿sealant-inaccurate placement-complete¿ could not be evaluated as the device was not returned for analysis and due to the nature of the complaint. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.